Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had neuropathy issues in the past (they believed around fall 2019) but through nerve conduction and working with the neurologist, the neurologist ruled it out as not being related to the deep brain stimulation (dbs). The patient also has advanced parkinson's, so the dbs has not been helping them as much. The manufacturer representative (rep) believed it was potentially around fall 2019 when patient stopped using their system as much as they had been previously. It was also reported that since the patient received a new iphone and ipad, whenever the phone gets within 3-6 feet of them and their dbs, they believe it is causing their neuropathy to appear. They met with the patient today and impedances were fine. Once the patient brought out their phone and it was within about 3 feet of them, the patient claimed they could feel their neuropathy starting in their legs. At this time, the rep checked the impedances again but the results were the same as prior to the phone being out. The rep stated they have the same phone as the patient, they had been standing next to patient and patient made no complaints about their neuropathy. The patient has elected to leave dbs off at this point. The patient has their ipad locked away as they can use another ipad (presumably without the magsafe) just fine and the patient is sure it is the phone that is causing this. There was no specific instances reported of the ipad causing an issue but the rep believed the patient put it away to avoid any issues occurring. The patient has contacted the iphone manufacturer. They are getting the patient's medical records from the healthcare provider (hcp) and looking into this although they've never heard of anything related to dbs, only cardiac device interference. It was reviewed that the ins does not have a magnet reed switch and issues with the neuro devices and new iphone are not known.